Event description:
Additional information received identified the patient's scs system generator was successfully replaced. Normal stimulation therapy was confirmed postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system implantable pulse generator (ipg) was inoperable. The abbott representative confirmed the generator does not respond or connect to external devices. Surgical intervention to address the issue may be taken at a later date.